Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
The patient's mother reported the patient's blood glucose levels rose up to 20 mmol/l (360 mg/dl) and decided to remove the pod. The pod was worn for between 5 and 24 hours. They could see through the viewing window the cannula did not insert like usual and appeared bent. The pod was removed from the abdomen and a new pod was applied for treatment.